Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a loop in its cable. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. Additionally, the instrument was found to have damage of the conductor wires insulation. There was no damage to the conductor cap.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have a loop in its cable. There was no report of patient involvement.